Manufacturer narrative:
The customer returned the suspected contour ts meter for evaluation. The meter was received without battery, therefore, in-house battery was inserted into the meter, but the meter did not switch on when the start button was pressed or strip was inserted. Meter casing was removed and meter was evaluated under microscope. No damage was found to the strip port or printed wire board. Upon further investigation, the meter was observed under x-ray and the strip detection terminal kept shutting. The connecter was disassembled and it was determined that the strip detection terminal was filled by the waste textile, which caused meter to malfunction.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight as the customer's weight was not provided. The model # was not provided.

Event description:
The advocate from (B)(6) reported that the customer was unable to perform a blood glucose test with her contour ts meter as it did not switch on. New batteries were put on the meter but it still did not work. The customer was experiencing hyperglycemic symptoms such as confusion and blurred vision. The customer was tested with another meter and a reading was displayed as hi, which is indicative of reading above the measurement range. The advocate took the customer to the hospital, where the customer was treated with insulin and other unknown medications. The customer was hospitalized for 12 hours. After the treatment, she felt better. Another test was performed after the customer was released from the hospital and the reading was 240 mg/dl. It is unknown if this reading was obtained with the laboratory test or a meter. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.